Event description:
Report rec'd indicated that an orbis sigma valve was implanted on february 12, 1997 in a 16 yr old male pt. The pt complained of headaches, and the valve was explanted on september 18, 1997. (Note: the pt was then implanted with 3 other valves from september 18 until october 14, 1997). The pt condition was reported as satisfactory as of october 14, 1997.